Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;d9;g3;h2;h3;h6. The following section was corrected: d1. Product was returned and evaluated. Medical records were not provided. A visual inspection found the head of the driver had fractured away from the wire shaft. The silicone sleeve was torn and scratched near the fracture location. Scuffing was present on the head and connector. A review of the device history records identified no deviations or anomalies during manufacturing. The reported event was not related to a combination of products; therefore, a compatibility review was not applicable. The reported issue was confirmed via the returned product; however, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during routine instrument maintenance, it was discovered that the flexible drill shaft was broken and hanging by a piece of the spring. There was no reported patient involvement, no patient impact, and no surgical delay. No additional information was available.